Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, upon interrogation, an alert for charge time out was observed on the implantable cardioverter-defibrillator. Device replacement was discussed. The patient was stable.

Manufacturer narrative:
The reported event of charge timeout was confirmed. The device was analyzed, and the cause of the reported event was found to be a substrate anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable throughout procedure.